Manufacturer narrative:
(B)(4). Unit received with critical pump error due to corroded electronic assemblies. Unable to verify power loss alarm, low battery alert or replace battery now alarm due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alarm. Customer stated this was the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.